Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy surgery') in an adult female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The patient's medical history included fatigue, menorrhagia, seizure cluster, tinea cruris, tinea and sterilization. Previously administered products included for an unreported indication: lamisil. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, laproscopic assisted vaginal with bilateral salpingectomy with preservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Trailing coils: left ¿ 2 right ¿ 1. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : menorrhagia. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event "medical device removal" was updated to "menorrhagia". Lot number, medical history, patient date of birth, patient aka name, reporter information added. Removal date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The patient's medical history included fatigue, menorrhagia, seizure cluster, tinea cruris, tinea and female sterilization. Previously administered products included for an unreported indication: lamisil. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, laproscopic assisted vaginal with bilateral salpingectomy with preservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Trailing coils: left ¿ 2 right ¿ 1. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc(product technical complaint) on 7-oct-2020: reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B30423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, menorrhagia, seizure cluster, tinea cruris, tinea and female sterilization. Previously administered products included for an unreported indication: lamisil. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), migraine ("migraine") and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal with bilateral salpingectomy with preservation of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pelvic pain, migraine and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Trailing coils: left ¿ 2 right ¿ 1. Discrepancy noted in removal date-(B)(6) 2018. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received- new event pelvic pain, migraine and irregular bleeding were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy surgery') in an adult female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.